Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l1-5 laminectomy with t10-s1 posterior sacroiliac fusion (psif) and l5-s1 transforaminal lumbar interbody fusion (tlif). It was reported that the rod fracture was found on post-op measurements for a clinic visit on (B)(6) 2024. The initial surgery was performed on (B)(6) 2021. There was no symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Additional information: h11 radiographic image review: the ap x-ray of t-l-s-I fusion was provided. There is a bilateral rod fracture at l4-5 designated by 2 small rod circles. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.